Event description:
It was reported that the device was implanted and explanted in 2007, to be changed with a lower valve size as per ID card. No letter required. In 2008, per surgeon, the device was not available for return.

Manufacturer narrative:
Device not returned.